Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 5.0 device for mechanical circulatory support. While on support, there was persistent oozing at the left groin. Graft site bleeding required daily blood transfusions. The medical staff planned to utilize ¿v-a ecpella¿ overnight to allow the patient¿s ventricular arrhythmias to subside. The patient remained on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.